Event description:
New information notes that the patient is doing well, there were no complaints after programmer changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent interrogation was observed on the device. The device gave an error message upon interrogation after implant. The bluetooth chip was reset and the device was then able to be located however, upon selecting the device the programmer would lose connection. After repositioning the interrogation was successful. Device remains implanted.